Event description:
It was reported that (1) 5dcs was used during a unknown procedure. It was reported by the rep that the scissors would not open with normal force and when additional force was applied they broke. Opened another device to complete the case. There was no consequence to pt.